Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure, the incumbent right ventricular (rv) lead exhibited diminished r waves. Reprogramming occurred. The lead remains in use. No patient complications have been reported as a result of this event.